Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be confirmed. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use.

Event description:
The patient reported that at least two v-gos had the needle button pop up before the 24 hours. Patient could not say how many hours she was wearing when that happened.